Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm f-38" was confirmed during evaluation. The root cause was determined to be due to the force sensing resistors being out of specification. The force sensing resistors were replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). (B)(6). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.